Event description:
The operator was having difficulties sealing the tubing on pall blood bags. It was believed by the staff at the center that if pressure was applied to the sealer head during the sealing process the quality of the seal would improve. The operator was using a forefinger to apply pressure. The operator's forefinger slipped from the sealer head and came into close proximity of the electrodes. The finger was burned and the center mgr stated the incident was accompanied by the smell of burning flesh. The operator was given first aid. A nurse examined the wound and reported that it was deep and consistent with an electrical burn.